Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was confirmed and replicated. The illuminator module was subsequently replaced, to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the upper light source was defective in multiple ports prior to surgical procedures. Procedure details are unknown. There was not patient involvement. Additional information was requested. This is one of three reports for this facility.